Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Costumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 208mg/dl, 203mg/dl, 52mg/dl and 63 mg/dl. The customer's expected fasting blood glucose test result range is 120-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 208 and 203 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 5/31/2018. The meter memory was reviewed for previous test result history (date / time not set): the 157mg/dl (B)(6) 2016 12:00 am fasting: yes, the 143mg/dl (B)(6) 2016 12:00 am fasting: yes, the 126mg/dl (B)(6) 2016 12:00 am fasting: yes, the 52mg/dl (B)(6) 2016 12:00 am fasting: yes, the 63mg/dl (B)(6) 2016 12:00 am fasting: yes.